Manufacturer narrative:
The device was evaluated on-site at the customer facility. The reported condition of damaged battery alarm was confirmed due to depleted main batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that user has contributed to this event.

Event description:
This is a report of a colleague infusion pump with a damaged battery alarm. It is unknown when the reported condition occurred. There was no patient involvement, injury, or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available for evaluation.